Event description:
Boston scientific crm received information that the transvenous right ventricular defibrillation lead did provide appropriate therapy for the patient's ventricular tachycardia. However, the implantable cardioverter defibrillator (ICD) was oversensing ventricular signals on the atrial channel. Lead impedance measurements were identified as relatively stable, but there had been loss of capture noted on the atrial channel and also sensing values could not be determined. The technical services consultant suggested that a chest x-ray be done in order to confirm potential transvenous right atrial (ra) lead dislodgement. It was also suggested that re-programming to vvi and vr for rhythm ID (rid) be done until the atrial lead issue was resolved. There were no reported adverse patient effects associated with these clinical observations. To date, information suggests that this medical device remains actively in service, without further issue. If new information becomes available, this report will be further evaluated and updated.